Event description:
It was reported that a patient presented with migration of the device and dislodgement of the system leads due to twidder's syndrome. This was confirmed with x-ray imaging. No electrical malfunction was reported. The system was revised during surgical intervention on (B)(6) 2025. The device was revised and the leads were extracted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event was lead dislodgement due to twiddler¿s syndrome. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies except for procedural damage. The s-curve height was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer reference number: 2017865-2025-27892. Related manufacturer reference number: 2017865-2025-27895. Related manufacturer reference number: 2017865-2025-27901. It was reported that a patient presented with migration of the device and dislodgement of the system leads due to twidder's syndrome. No electrical malfunction was reported. The system was revised during surgical intervention on (B)(6) 2025. The device was revised and the lads were extracted and replaced. The patient was stable throughout.